Event description:
Caller reported that there was a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction appeared again.